Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was not in patient use. The device was evaluated by a third-party service center, and no actionable errors were observed. During visual inspection of the device, foam particles were observed inside the device. No repairs were performed. The device is to be scrapped per customer request.